Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine implant procedure that the physician reporting difficulty in positioning this electrode. The physican advised the angulation of the sternal tunneling felt more extreme. Lead was inserted, slight diagonal position. Height of coil was satisfactory against cardiac silhouette. We noted some slight rhythmic movement of the lead following insertion. While performing auto set up procedures, some p wave oversensing was noted in the secondary vector. Defibrillation threshold (dft) testing was complete, and all measurements were in normal range and the procedure was completed. The following day the patient was advised to come back to the hospital, due to x-ray imaging showed the position of the lead was not satisfactory. Lateral x ray confirmed that the lead appeared to have been tunneled beneath the sternum. Tachy therapies were promptly disabled on the device. A technical service (ts) consultant was requested to review device implant information and data. Ts provided recommendations for a replacement electrode in the near future, due to current system placement is off label use. At this time the lead remains implanted. No adverse patient effects were reported. Additional information was received indicating that this electrode remains implanted.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported during a routine implant procedure that the physician reporting difficulty in positioning this electrode. The physican advised the angulation of the sternal tunneling felt more extreme. Lead was inserted, slight diagonal position. Height of coil was satisfactory against cardiac silhouette. We noted some slight rhythmic movement of the lead following insertion. While performing auto set up procedures, some p wave oversensing was noted in the secondary vector. Defibrillation threshold (dft) testing was complete, and all measurements were in normal range and the procedure was completed. The following day the patient was advised to come back to the hospital, due to x-ray imaging showed the position of the lead was not satisfactory. Lateral x ray confirmed that the lead appeared to have been tunneled beneath the sternum. Tachy therapies were promptly disabled on the device. A technical service (ts) consultant was requested to review device implant information and data. Ts provided recommendations for a replacement electrode in the near future, due to current system placement is off label use. At this time the lead remains implanted. No adverse patient effects were reported. Additional information was received indicating that this electrode remains implanted. New information received indicates that this electrode was explanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine implant procedure that the physician reporting difficulty in positioning this electrode. The physican advised the angulation of the sternal tunneling felt more extreme. Lead was inserted, slight diagonal position. Height of coil was satisfactory against cardiac silhouette. We noted some slight rhythmic movement of the lead following insertion. While performing auto set up procedures, some p wave oversensing was noted in the secondary vector. Defibrillation threshold (dft) testing was complete, and all measurements were in normal range and the procedure was completed. The following day the patient was advised to come back to the hospital, due to x-ray imaging showed the position of the lead was not satisfactory. Lateral x ray confirmed that the lead appeared to have been tunneled beneath the sternum. Tachy therapies were promptly disabled on the device. A technical service (ts) consultant was requested to review device implant information and data. Ts provided recommendations for a replacement electrode in the near future, due to current system placement is off label use. At this time the lead remains implanted. No adverse patient effects were reported. Additional information was received indicating that this electrode remains implanted.